Manufacturer narrative:
A ge rep evaluated the system and found the poor image quality was caused by the collimator iris being open too far. The ge rep adjusted the collimator iris. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system had poor image quality. No pt injury was reported.